Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, broken battery cap, battery cap contact missing, texture damage keypad overlay, and serial label damage (faded). In summary, the customer¿s allegation of cosmetic damage was confirmed during visual inspection when a cracked battery thread, a cracked corner of the belt clip rails, a cracked case, serial label damage (faded), and a cracked battery tube compartment were noted. For additional information regarding the tests performed, refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment and label damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884 was requested and it was returned for analysis.